Manufacturer narrative:
The customer reported the error was resolved after contact with the olympus medical technical assistance center. The troubleshooting indicated that the scope was causing the error and not the video system center. The customer confirmed they used a third party service for device repair and the scope was sent there. The device has not been returned to olympus medical for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the subject device relayed a scope communication error (error b30) during a diagnostic colonoscopy while patient was under anesthesia. The customer reported the procedure was cancelled and completed the next day using another device. No adverse effects to patient were reported.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation/third-party test results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of b30 error could not be identified. However, it's likely the cause is related to an unspecified problem with the scope. Olympus will continue to monitor field performance for this device.